Event description:
It was reported that insulin gauge on pump displayed an amount different than expected and that fill estimate appeared stuck at a static value despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Caller was informed that this behavior could occur when measured pressures used to estimate remaining insulin varied widely and was advised that once actual insulin amount matched static displayed value, fill estimate would resume counting down normally, and caller understood and acknowledged this explanation.